Manufacturer narrative:
Product complaint (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. "The patient demographic info: age, weight, bmi at the time of index procedure? Date and initial approach for the index surgical procedure? Product code and lot number? Any concurrent procedure/ device implantation? Other relevant patient history/ concomitant medications? Were there any intra-operative complications? When was the mesh erosion first noted by a physician? Mesh erosion diagnostic confirmation? Describe any medical/ surgical intervention for urethral mesh erosion including dates and surgical findings? What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient's current status?"

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. The patient experienced erosion into urethra. Additional information has been requested.